Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for causes unrelated to the pacemaker. Upon examining the patient, the hospital staff discovered the right ventricular lead was exhibiting loss of capture and significantly elevated capture threshold. A micro lead dislodgement was suspected due to the high capture threshold. However, x-ray imaging did not show any lead movement. On (B)(6) 2020, the lead was successfully repositioned. The patient remained in stable condition throughout the event.